Manufacturer narrative:
The customer was provided with a replacement smart cable. The smart cable was returned to verathon for evaluation. The technical service representative attached the returned smart cable to a test monitor and test single use blade. The loss of image was confirmed, the image dissolved to static. Since there are no repair available for the smart cable and the customer has received a replacement the returned smart cable was scrapped. Corrective action is not required at this time.

Event description:
The customer reported that during a patient procedure, using a glidescope smart cable, the image was flickering, the reporter isolated the issue down to the smart cable. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.